Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer. Annex a: a1801, a040507. Annex g: g02017, g04063, g04061. Annex b: b01, b14. Annex c: c0601, c07. Annex d: d15, d02 h3 other text : see manufacturer narrative.

Event description:
It was reported that the device delivered medication at an inaccurate rate. There was patient involvement however no harm.

Event description:
It was reported that the device delivered medication at an inaccurate rate. There was patient involvement however no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.